Manufacturer narrative:
Date of event wasn't given. Awareness date was placed there. (B)(6). Customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg was missing it's label.

Manufacturer narrative:
Manufacturing location is corrected to becton, dickinson & co.

Manufacturer narrative:
Correction: the awareness date is corrected. 03/23/2017.